Event description:
Rptr's implants are encapsulated, misshappen, and hard. Her implant was implanted in her right breast only, after modified radical mastectomy in 1985; and within a yr these problems developed. From about then, rptr also began to have a wide range of other problems she didn't know could possibly be related until recently (she was working in a foreign country from 1986 - 1991): tmj, severe lower back pain, skin rashes, sun sensitivity, blurred vision, and the worst were mental confusion, memory loss, fatigue, and depression. The implant and capsule were removed on 4/1/94.